Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced red heart and driveline disconnect alarms while on battery support while performing a dressing change. The vad coordinator was contacted and advised the patient to switch the system controller, however, the alarms persisted and the pump did not re-start. The patient became dizzy and switched to the power module from batteries and back again, but the pump still did not start. The patient was transported to the hospital via ambulance. Log files submitted showed a low speed advisory, followed by a low speed hazard, followed by a driveline disconnect on the primary system controller. The second system controller showed only driveline disconnect alarms. The pump had reportedly been off for approximately 20 minutes or so when the patient was transported to the hospital. The vad coordinator reported that an x-ray clearly revealed a fracture in the driveline. Placement of an intra-aortic balloon pump and a pulmonary artery catheter were to be performed followed by a pump exchange the following day. The patient underwent a pump exchange on (B)(6) 2015 and at the time of this report the patient was doing well, but had not yet been discharged.

Manufacturer narrative:
The attached user facility medwatch report was received from the intermacs registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the intermacs registry stating: patient received driveline disconnect alarms that could not be cleared through trouble shooting with vad coordinator, patient to ER to assess situation by coordinator, x-ray shows driveline fracture, emergent surgery for iabp placement in cath lab then to or for ECMO placement. Additional information also included: thrombus event: signs or symptoms: other specify# driveline fracture with thrombus. Patient outcome: exchange. Patient outcome: other surgical procedures. Device malfunction causative factor: patient accident.

Manufacturer narrative:
A full evaluation of the device could not be conducted because it was not returned by the hospital. The report of red heart and driveline disconnect alarms was confirmed based on the submitted data log file, however, a specific correlation between the device and the reported event could not be conclusively determined. The instructions for use outlines indications of driveline damage as well as how to respond to such events. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: additional information provided by the bio-medical engineer indicated that the pump will not be returned. The cause of the reported red heart alarm was from a clearly severed driveline, therefore the vad team did not find it necessary to return the pump for further inspection.

Manufacturer narrative:
Approximate age of device ¿ 5 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.